Event description:
Related manufacturer reference number: 1627487-2024-11756, 1627487-2024-11757. It was reported a clear liquid in the ipg pocket site was observed during surgical intervention on (B)(6) 2024. A culture was taken to confirm and confirmed patient was negative for an infection.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.